Event description:
Two caregivers were transferring the resident from the bed to the chair after bathing. Resident was about four feet off the floow when the sling popped and the resident fell head first onto the floor and lift, causing a head wound. Resident was given a cat scan and dressing for head injury. No stitches were needed. Resident also suffered a few bruises from the fall.